Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, unstable speed occurred. The target lesion was located in an unspecified calcified artery. During preparation of the 1.25 mm rotablator rotalink plus unit it was noted that the rotational speed of the burr was unstable. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the burr failed to reach optimum speed. It was noted that the speed was both higher and lower then desired. No device stall occurred.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).